Manufacturer narrative:
Correction h.10. Clinical review: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation or evidence of a device malfunction or deficiency related to this event. Although a cause of death has not been documented, this patient was reported to have had a recent sharp decline in health with plans to stop dialysis and transition to hospice. Patients who have a limited life expectancy (expected death within 60 days) due to cancer, end-stage lung, liver, or heart disease, or other illnesses, which dialysis will not change are candidates for dialysis withdrawal. There were no issues noted with the liberty select cycler or the patient¿s treatment prior to the death. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
A registered nurse (rn) reported that a patient had passed away while connected to the liberty select cycler. The peritoneal dialysis registered nurse (pdrn) advised the death was not dialysis related and stated the patient had recently been in the hospital. Additionally, the pdrn stated it was natural causes. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was in treatment utilizing the liberty select cycler on (B)(6) 2023 when she passed away. There were no available details surrounding the patient¿s death and no cause of death had been documented. The patient had a recent and quick decline in health (no specifics provided). The patient¿s family was deciding between palliative care and hospice for the patient. The family had decided to discontinue the patient¿s dialysis and place the patient into hospice. The patient passed away prior to discharge from dialysis and admission to hospice. The pdrn stated the death is unlikely related to the use of the liberty select cycler or other fresenius product(s). There was no reported issue with the liberty select cycler prior to the patient¿s death. No additional information was available.

Event description:
A registered nurse (rn) reported that a patient had passed away while connected to the liberty select cycler. The peritoneal dialysis registered nurse (pdrn) advised the death was not dialysis related and stated the patient had recently been in the hospital. Additionally, the pdrn stated it was natural causes. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was in treatment utilizing the liberty select cycler on (B)(6) 2023 when she passed away. There were no available details surrounding the patient¿s death and no cause of death had been documented. The patient had a recent and quick decline in health (no specifics provided). The patient¿s family was deciding between palliative care and hospice for the patient. The family had decided to discontinue the patient¿s dialysis and place the patient into hospice. The patient passed away prior to discharge from dialysis and admission to hospice. The pdrn stated the death is unlikely related to the use of the liberty select cycler or other fresenius product(s). There was no reported issue with the liberty select cycler prior to the patient¿s death. No additional information was available.

Manufacturer narrative:
H.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed no sign of physical damage. The system air leak test passed.the valve actuation test passed. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no visual discrepancies found during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse (rn) reported that a patient had passed away while connected to the liberty select cycler. The peritoneal dialysis registered nurse (pdrn) advised the death was not dialysis related and stated the patient had recently been in the hospital. Additionally, the pdrn stated it was natural causes. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was in treatment utilizing the liberty select cycler on (B)(6) 2023 when she passed away. There were no available details surrounding the patient¿s death and no cause of death had been documented. The patient had a recent and quick decline in health (no specifics provided). The patient¿s family was deciding between palliative care and hospice for the patient. The family had decided to discontinue the patient¿s dialysis and place the patient into hospice. The patient passed away prior to discharge from dialysis and admission to hospice. The pdrn stated the death is unlikely related to the use of the liberty select cycler or other fresenius product(s). There was no reported issue with the liberty select cycler prior to the patient¿s death. No additional information was available.

Event description:
A registered nurse (rn) reported that a patient had passed away while connected to the liberty select cycler. The peritoneal dialysis registered nurse (pdrn) advised the death was not dialysis related and stated the patient had recently been in the hospital. Additionally, the pdrn stated it was natural causes. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was in treatment utilizing the liberty select cycler on (B)(6) 2023 when she passed away. There were no available details surrounding the patient¿s death and no cause of death had been documented. The patient had a recent and quick decline in health (no specifics provided). The patient¿s family was deciding between palliative care and hospice for the patient. The family had decided to discontinue the patient¿s dialysis and place the patient into hospice. The patient passed away prior to discharge from dialysis and admission to hospice. The pdrn stated the death is unlikely related to the use of the liberty select cycler or other fresenius product(s). There was no reported issue with the liberty select cycler prior to the patient¿s death. No additional information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.